Event description:
It was reported that the customer had an issues with the tape not sticking to the infusion set. Customer's father mentioned 2 hospitalizations since the issues have started. Customer was hospitalized on (B)(6) 2014. Customer's blood glucose level was between 345-400 mg/dl. Customer was sick and had diabetic ketoacidosis. Customer had the following symptoms: vomiting, excessively thirst, diarrhea, cramping stomach, fever, and rapid breathing. Customer also had diabetic ketoacidosis. Customer was treated with an insulin drip and saline. Customer was wearing the pump at the time of the hospitalization. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-87014.